Manufacturer narrative:
Additional information: h3 - lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was later exchanged for a same length lens but different power and the problem resolved. The cause of the event was reported as unknown.